Manufacturer narrative:
(B)(6). The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure. According to the complainant, during procedure, while the scope was inside the patient, it was noticed that the internal wire that was part of the spyscope ds came out at the distal tip. It was also noted that the spyglass image became distorted. Reportedly, no part of the device detached. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found the working channel sleeve was not extended from the distal cap when received. The working channel sleeve did not extend when the device was articulated and a spybite was passed. A functional evaluation was performed and no live image was displayed. The investigation concluded that the condition of working channel sleeve protruding from spyscope ds was not consistent with the returned device. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The reported complaint of working channel sleeve protrusion was not confirmed.

Event description:
It was reported to boston scientific corporation that a spyscope ds access & delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatoscopy (ercp) with cholangioscopy procedure. According to the complainant, during procedure, while the scope was inside the patient, it was noticed that the internal wire that was part of the spyscope ds came out at the distal tip. It was also noted that the spyglass image became distorted. Reportedly, no part of the device detached. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.